Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic implantable lead and associated pacemaker displayed high thresholds and low, out of range pacing impedances. The patient was seen for a surgical revision procedure where the lead was surgically abandoned. The device remains in service. There were no adverse patient effects reported.